Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) and patient cable were connected to a patient the epg changed to ddd mode after initially being programmed to vvi mode. The epg was changed with a back-up epg in the hospital. It was noted a plastic cover was not used to cover up the epg controls. A new battery was inserted prior to use. The epg and patient cable were returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: customer comment was not confirmed at reception test. Upper case was cracked. Upper case was replaced. The epg case was opened, cleaned and inspected. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed with test console. The device passed all final functional tests. A service label was attached. If information is provided in the future, a supplemental report will be issued.